Event description:
It was reported that the device had defective paddles. There was no reported patient involvement. The bench technician evaluated the device and confirmed the reported problem. The customer did not accept the repair offer. The device was returned to the customer's site and no further evaluation is warranted at this time.

Event description:
It was reported that the device had defective paddles. There was no reported patient involvement. The bench technician evaluated the device and confirmed the reported problem. The customer did not accept the repair offer. The device was returned to the customer's site and no further evaluation is warranted at this time.